Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) flexitrunk infant nasal tubing was returned to the fisher & paykel healthcare (f&p) in (B)(4) where it was visually inspected. Results: the visual inspection of the complaint (B)(4) revealed that one of the tubing connector had detached. Conclusion: we are unable to determine the cause of the reported event. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a bc191 flexitrunk infant nasal connector detached from the tubing during set-up. There was no patient involvement.